Event description:
A customer contacted beckman coulter inc. (Bci) regarding one discrepant glucose (glu) result that was noticed when running in duplicate mode on the unicel dxc 800 pro synchron clinical system. The original result was 68mg/dl and the rerun result was 81mg/dl. The sample was repeated on another analyzer and a result of 78 and 80mg/dl was obtained. No erroneous result was reported outside of the laboratory. There was no affect to patient as a result of this event.

Manufacturer narrative:
Qc had been drifting the past 4 hours during the event time but was within the established 1 sd range. Bci tried to obtain the instrument's avt plots for both the original and rerun of the sample on the instrument in question but the customer had cleared the sample database. Service was not requested for this event.